Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was unable to recharge the ins with the replacement recharger. They were unable to initially connect to the device and they were unable to interrogate. They tried to use the recharger but it was not connecting to the ins. The patient performed the steps to get the wireless recharger out of shipping and tried to fully charge the wireless recharger. The patient has not been able to charge the wireless recharger. When the usb cable was connected to the dock and the power adaptor was plugged into the wall outlet, the green light on the dock next to the usb port was on. Different steps were tried to turn on the wireless recharger, but no response of the battery indicator lights and on/off button was seen. It was not possible to charge and turn on the wireless recharger. They attempted to put into physician mode recharge to enable charging but it was unsuccessful. They were unable to resolve the issue so the recharger was replaced. The issue was not resolved at the time of report.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), and product type: recharger. Product ID: cd9000, serial# (B)(6), and product type: multiple therapy product. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the recharger, model wr9200 , s/n (B)(6), revealed the allegation was confirmed. The firmware was corrupted; there was a database corruption during oob setup, resulting in the recharger operating in runmode_mfg. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. G2. Foreign: canada medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.